Manufacturer narrative:
The customer reported that the ac power module failed. Based on the customer's report, we will consider this an ac power module failure. The customer is aware of the failure and what accessory / part needs to be replaced for this failure. From the available info, we cannot determine if the customer ordered a replacement.

Event description:
The customer reported that the ac power module failed.